Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.